Event description:
The hcp noticed the deep brain stimulator battery was 40-85% depleted 1 year after implantation. The pt was later admitted to the hospital with return of parkinson symptoms. The hcp was unable to interrogate the device because the battery was completely depleted. The current drain was 41 microamperes on the right lead and 81 microamperes on the left lead. The device was replaced. There was no pt injury associated with the event.

Manufacturer narrative:
The implantable neurostimulator was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.